Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion sets leakage events on (B)(6) 2026. The leakage occurred when the infusion set tubing detached from the hub. The patient reconnected the same tubing back to the cartridge pigtail and resumed insulin delivery. No further information available.